Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose/protruded drive support disk. Unable to confirm the alarm and the device rewinds properly during testing. The device had cracked reservoir tube lip, cracked battery tube threads and scratched display window.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was unable to complete the rewind process, and there was an alarm in the alarm history. No further information was provided.